Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the patient experienced access site bleeding. Manual pressure and a femstop was placed. One unit of blood products was administered due to a drop in central venous pressure and pump suction events. The patient remained on support and was successfully weaned.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation into low pump flow and access site bleeding has been completed. The impella device was not returned for evaluation. The data logs confirmed the failure mode and clinical narrative. Logs showed after the pump started about 10 minutes. Low flow occurred that triggered auto suction response and suction alarms. This event remained for about 24 hours and then was resolved. Based on clinical description, the root cause of low flow was most likely due to patient condition as the central venous pressure was low during support. The root cause of the access site bleeding was not determined since neither the product nor sufficient clinical information were provided. F.6 and f.8 dates were reported on manufacturer device report number 1220648-2024-12185 and should not have been. G.1 revised reporting contact fax number in accordance with updated procedures since the initial manufacturer device report 1220648-2024-12185 was submitted. H.6 code 4641 was reported incorrectly on the previously submitted manufacturer device report number 1220648-2024-12185.